Event description:
The pump, normally used to delivery baclofen 900 mcg/day, was refilled with morphine in error. The pt experienced altered mental status, somnolence, and vomiting. The pt was admitted to the ER and given narcan. Approx 2 weeks after the medication error, the pump was refilled with lioresal to be delivered at 400 mcg/day. There was concern the pt may be experiencing underdose symptoms. The pt was at home and in fair condition. The hcp reported the pt outcome as 'no injury.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.